Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The technical investigation of the returned instrument revealed that the balloon is well folded and shows signs of inflation. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped on the balloon. The returned stent is severely deformed over its entire length and has fractured at one end. The angiographic material provided shows the target lesion and its predilatation. A dislodged stent is then visible between the target lesion and the distal end of the guiding catheter, followed by its retrieval. Neither the complaint instrument nor the actual complaint event is visible in the angiographic material provided. Review of the angiographic material did therefore not lead to any further information regarding the nature of the complaint. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug eluting stent system was selected for treatment. Treated was a severe calcified lesion in the cx with a stenosis degree of 90 percent. Stent dislodgement while pulling back to lm. It took 3 hours to grab the dislodged stent.